Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced a pseudoaneurysm and av fistula, which were confirmed via ultrasound. The successful treatment consisted of compression and surgical intervention. No further complications were reported.